Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip kinked and the polymer tip was peeled; the detached sections were not returned. No more damages were found in the device. The overall length, outer diameter of the middle of the device and proximal section were within specifications; however, the outer diameter of the distal tip could not be performed due to device condition (polymer tip peeled).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in a right common iliac artery. A short taper 300cm straight tip v-14 control wire guidewire was selected for use. However, during procedure, the guidewire fractured. No patient complications were reported.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in a right common iliac artery. A short taper 300cm straight tip v-14 control wire guidewire was selected for use. However, during procedure, the guidewire fractured. No patient complications were reported.